Event description:
The reporter states that she obtained the blood glucose results of 466 mg/dl and 142 mg/dl within 10 minutes on the accu-chek aviva system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested. The reporter states that he does not have the same vial of strips used during the event.